Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5000 mcg/ml of fentanyl at 1000 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient's pump motor stalled. On (B)(6) 2017, the patient tried to deliver a bolus dose with their personal therapy manager (ptm), but received an (B)(4) error code. On (B)(6) 2017, the patient's pump was read by their hcp who noted that it was still in a motor stall. The motor stall was noted as having occurred 10 months before eri. The patient noted that they kept trying to deliver a bolus dose when the issue occurred. The patient was sent to the ER and was scheduled for an immediate pump replacement due to the motor stall and the patient showing signs of withdrawal. The patient's pump was replaced on (B)(6) 2017 and the stalled pump would be returned for analysis. The event was reportedly resolved at the time of the event. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from the patient's healthcare provider (hcp). The patient's weight at the time of the event was provided. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ (B)(4) is being updated to (B)(4) for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the return paperwork for the pump confirmed the motor stall occurred on (B)(4) 2017 and the pump was replaced on the same day. There was no patient injury and the patient recovered without sequela. The patient experienced a loss of therapy and a dye and rotor study were not performed. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable pump ((B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.